Event description:
A pt reported experiencing inaccurate erratic results with an otp meter. The pt's blood glucose results were 211mg/dl, 314mg/dl, tests were done within <10 mins with a difference of 35%. Pt did not experience any adverse events. No further info has ben reported.